Event description:
It was reported that the patient experienced pocket and nerve stimulation due to a dislodgement of the left ventricular lead. The l ead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.